Manufacturer narrative:
The device was not returned to the MFR for an investigation. A f/u report will be made if the product is returned, and if the investigation requires.

Event description:
It was reported that during testing the device overheated. There was no pt involvement and no adverse consequences reported.